Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer changed pump supplies and did correction bolus via pump to address the bg level. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.